Manufacturer narrative:
The event was considered to be an adverse event as the surgery was rescheduled after the reported issue occurred.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the battery for the generator control board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. It was noted that the generator tech console had the rtc updated on it. The suspect battery has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, an error message appeared in the logs of the imaging system that a generator interface error occurred on the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. It was reported that the site opted to not continue with the procedure. There was a reported delay to the procedure of more than 1 hour due to this issue. The reported issue occurred while setting up for the procedure. No additional information was provided.